Event description:
It was reported by service report that the latch bar spring was worn and bent for the base height adjustment. This was causing the release lever to work intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.